Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the particles themselves were returned and tested positive for the presence of aminio acids by the ninhydrin test, indicating that the particles most likely originated within the patient's body. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered while using a uv flash set. The reporter stated that white particles were ejected from the abdominal cavity after flushing. There was no patient injury or medical intervention associated with this event. No additional information is available.